Manufacturer narrative:
H10: thrombus is a known inherent risk, as stated in the IFU. H10: 4581 is added as a suggested code for slow flow.the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.csi ID: 12287

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used with a filter to treat a 6mm, severely calcified, 95% stenosed lesion in the superficial femoral artery (sfa) and a 3mm, severely calcified, 99% stenosed lesion in the tibioperoneal trunk (tpt). After treatment, transient slow flow occurred. Percutaneous transluminal angioplasty, thrombectomy, and nitroglycerin were used to resolve the issue.

Manufacturer narrative:
B5, b7, and h6 are updated to reflect the additional information received.

Event description:
Additional information was received indicating in a post orbital atherectomy follow up, the patient presented new and painful skin lesions. The skin lesions required debridement. According to the physician, the skin lesions may not have been due to orbital atherectomy treatment, but could not be confirmed either way.